Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the product failed to correctly classify ventricular beats for a patient who subsequently required anti-arrhythmic therapy. The patient required anti arrhythmic medication but this was not provided in an emergent condition and no harm was alleged.